Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient stated that the device goes to 67-68 beats per minute, but on the monitor is shows 60 beats per minute. The patient was seen for a device check and programming changes were made. The device remains in use. No patient complications have been reported as a result of this event.